Event description:
The customer reported that a dust cover fell out of the light in or10 during the middle of a case. No injuries were reported. Factory reference number: (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device, but the original dust cover was missing when he arrived. He adjusted the spring tension so the light-head would not reach the ceiling. Maquet determined that this event can be the result of an incorrect attachment of the spring arm cover - during installation or maintenance - or a detachment due to repeated collisions.